Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was admitted for left hip pain after a primary total hip was done in 2013. Based on post op assessment and x ray, surgeon believed there was an issue with the acetabular cup loosening and proceeded to complete a revision of the acetabular component. Initial implanted stryker titanium primary cup was not grossly loose and had fibrous in growth on it. A replacement cup from a competitor was used as a replacement. A stryker sleeve and c taper biolox head were replaced to complete the construct.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed through received medical records. Method & results: -device evaluation and results: review of the device by a materials analysis engineer concluded damage consistent with implantation observed on shell. Biological fixation was also observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: acetabular dysplasia has contributed to groin pain ever since implantation due to iliopsoas impingement while the associated overload condition in the joint space as a result of non-bone covered sections of the cup with risk of impingement has resulted in cup loosening in a porous-coated type of device with decreased resistance against overload conditions. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: acetabular dysplasia has contributed to groin pain ever since implantation due to iliopsoas impingement while the associated overload condition in the joint space as a result of non-bone covered sections of the cup with risk of impingement has resulted in cup loosening in a porous-coated type of device with decreased resistance against overload conditions. The clinician further states acetabular component implantation in a dysplastic hip has procedure-related aspects because surgical technique is responsible for optimal implantation conditions. Techniques are available to solve acetabular containment problems with for instance bone graft or augments or medialization although each approach has both advantages and disadvantages. He also states acetabular dysplasia is a patient-related aspect because related to abnormal patient anatomy present prior to implantation and that no device-related factors caused or contributed to the adverse event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was admitted for left hip pain after a primary total hip was done in 2013. Based on post op assessment and x ray, surgeon believed there was an issue with the acetabular cup loosening and proceeded to complete a revision of the acetabular component. Initial implanted stryker tritanium primary cup was not grossly loose and had fibrous in growth on it. A replacement cup from a competitor was used as a replacement. A stryker sleeve and c taper biolox head were replaced to complete the construct.